Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigationcoducted by the appropriate engineers and technicians are listed below. Visual inspection and results: clip in jaw, ab good; condition of handle halves, ab good; crimp location, ab good; jaw condition, ab good; jaw position, ab open; number of clips, b 13; shaft condition, ab bent. Functional tests and results: anti-backup functional, a n/a b yes; could the instrument be cycled, a no b yes; number of clips fired, b 13. Based uponthe inquiry information receuved and the visual examination, it was concluded that instrument a was returned with a bent tube, a bowed coupling assembly, and with no sodium sterate on the feed cam. Instrument b was returned with a bent tube, a bent kick off spring, and abent feed bar. No testing could be performed due to the condition of the instruments returned. It was concluded that instrument a was missing sodium sterate, which caused the instrument to fire rough. No conclusion could be reached as to how instrument b had become damaged. The assembly location has been notified of this incident.

Event description:
It was reported the device was used during a gall bladder procedure. It was reported by the affiliate that some of the clips would not advance. It was also reported that some of the clips were spitting. There was no pt consequence.